Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a gastric bypass, roux en y. It was fired six times prior the firing on the jejunum to divide the small bile. The staple line had separated. The staple line was sutured for additional support. The case was completed. There was no adverse consequence to the patient. The device was not fired over an existing staple or clip nor was buttressing material used.

Event description:
The staples were malformed on the left side of the cut line when the end effector is in a position where the knife blade is facing anterior and the anvil is facing posterior.

Manufacturer narrative:
(B)(4). Additional information from rep: the surgeon performed jejunojejunostomy first and then went to create pouch. Surgeon came back to inspect j to j and found that the outer row of the left staple line did not form. Rep also said that surgeon is very consistent using waiting 15 seconds prior to firing. The analysis found that one device was returned in good visual condition and with ten cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, two photographs of the staple line and a tissue sample were returned. Ees field quality engineer provided the following summary after review: "one picture had the best view of the open staple line and related staple forms. The staple line appeared to be open in the middle portion of the line. The staples in the general area of the open line appeared to have varying shapes, but most could be considered open staple forms. This type of staple line and staple forms are representative of what can occur if the tissue is to thick for the selected staple cartridge. When the tissue is to thick for the selected cartridge as the stapler attempts to bring the tissue into the selected range the force to do so exceeds the cartridge channels ability to maintain alignment. This force cause the cartridge channel to deflect and roll outward in the middle portion of the staple line. When this occurs the staples will miss the anvil during deployment and not form properly. Reviewing the x-rays provided additional support for the tissue being to thick for the cartridge selection. Additionally the staple forms in the x-rays give some indication of the device being fired more rapidly than recommended. Typically the outer row will mis the anvil and the inner two rows may hit the anvil but not at the proper angle and alignment, causing those staples to malform as well in the mid line area. In conclusion I believe that the tissue thickness and cartridge selection were a mismatch in this case resulting in a open mid line staple line and malformed staples. Additionally I would like to reinforce waiting 15 seconds before firing."

Manufacturer narrative:
(B)(4).